Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
The customer reported via phone call the insulin pump had a keypad anomaly. The customer¿s blood glucose was unknown at the time of incident. Customer stated that the insulin pump was beeping and there is no message on the screen. Customer stated that the insulin pump menu screen did not come up after the act button was pressed. No significant events leading to keypad anomaly were observed. Keypad anomaly troubleshooting was performed and confirmed that time is advancing. Customer also reported a high blood glucose of in the 300 mg/dl and treated with insulin pump. The customer was advised to discontinue use of pump and revert to back-up plan. The insulin pump is being replaced and is expected to return for analysis.

Manufacturer narrative:
Pump received with blank display and constant tone due to moisture damage on the electronics assembly. Unable to perform all functional testing including the operating currents, unexpected restart error test, rewind, basic occlusion, occlusion, prime and excessive no delivery test or verify keypad unresponsive/button error anomaly due to blank display. Pump received with moisture damage motor, vibrator, keypad and battery tube assembly. Pump received with cracked case at the display window corner, cracked reservoir tube lip, minor scratched lcd window, stained end cap sticker, stained address/serial number label, cracked lcd window and cracked battery tube threads.